Event description:
It was reported when using the bd preset¿ syringe with attached needle there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "during use of the abg, the needle cannula was found to be crack."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked cannula was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked cannula. Bd was not able to identify a root cause for the indicated failure mode.